Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) over 500mg/dl with large ketones and required medical intervention to treat related to an ongoing loss of prime issue with the pump. The reporter stated that the patient was treated in the emergency room with IV fluids. The loss of prime issue reporter started on (B)(6) 2014 and had occurred more than three times with different cartridges. The reporter confirmed that the cartridge cap was secure and cartridges were being used properly. The pump was replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention related to an alleged continued loss of prime issue with the pump.

Manufacturer narrative:
(B)(4).